Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient again experienced extracardiac stimulation from the left ventricular (lv) lead and reprogramming was attempted but did not resolve the stimulation even at low outputs. A year later, the patient returned to the clinic and had settings reprogrammed to maximize the battery usage. Later that day, the patient called the clinic complaining of extracardiac stimulation. The patient returned to the clinic the following day and the lead was reprogrammed. Approximately four months later, the patient returned to the clinic for an in-person device check. The patient stated they were feeling well with rare extracardiac stimulation. No changes were made at the time to eliminate the extracardiac stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.